Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during plunger retraction no suture was attached to the needles. Hemostasis was achieved using a non-abbott device. No adverse patient effects were reported. Though requested, no additional information was provided.